Event description:
Right breast capsular contracture class IV, implant relatively immobile. Left is a great deal softer although there is some nodular bowing near the axilla, diagnostic of a localized leak. Implant 14 yrs old per history and physical. Per physician note, right silicone implant rupture, and left gel bleed.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.